Event description:
It was reported that the spinal cord stimulation (scs) patient experienced pain and discomfort at the implantable pulse generator (ipg) site. The physician relocated the ipg from the gluteal area to the abdomen. The patient was doing fine post-operatively.